Event description:
A physician reported a pt who was skin-tested with negative results twice in 1987 (15 oct and 29 oct) but not treated. The pt was skin-tested twice again in 1990, also with negative results, and was subsequently treated without event. In 1999, the pt was treated in the upper vermilion border. The left corner of the mouth and upper lip immediately blanched. The physician noted the collagen appeared "off color and grainy." The physician applied nitropaste to restore circulation and massaged the area vigorously. Valtrex was prescribed for one week. As of 1 october 1999, the physician reported that the pt is fine and no further symptoms occurred at the treated sites. No further medical or surgical intervention was required.